Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of unretrieved device fragments, impedance issue and error codes displayed on rc were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator was seen by their physician due to red lights on their remote caused by intermittent open impedances that depended on the patient's position. The patient underwent a system replacement. During the revision, when attempting to remove the original lead, the lead came out, but the contacts were stuck in the patient. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator was seen by their physician due to red lights on their remote caused by intermittent open impedances that depended on the patient's position. The patient underwent a system replacement. During the revision, when attempting to remove the original lead, the lead came out, but the contacts were stuck in the patient. There were no patient complications.